Event description:
The lead was capped due to loss of capture. The ICD was also removed at the same time due to it reaching eri status. There were no adverse patient side effects reported. Should additional information become available, this event will be updated. A brady lead was added as a pace/sense to the linox lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.